Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a crack on the battery compartment tabs. Review of the event history log (ehl) was not performed due to error 1260 that was displayed on the pump. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the microprocessor unit board. As a result, the microprocessor unit board and rear housing assembly were replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump exhibited error code 1260 and had a cracked battery compartment. There was no patient involvement, no patient was reported.